Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator for non-malignant pain. It was reported that the patient was in a car accident in which they were rear ended on the morning of (B)(6) 2016, and since then the patient felt that their system was out of whack and doing something weird. The hcp was transferred to page a manufacturer representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.